Event description:
It was reported that patient presented in the operating room for a generator upgrade, high out of range high voltage lead impedance was observed. The device was reprogrammed. The patient was in stable condition with no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.